Manufacturer narrative:
The lvad was received by the MFR on 10/1/04, and is currently being evaluated. No further info is available at this time.

Event description:
On 9/14/04, it was reported that a left ventricular assist device (lvad) pt experienced a crack in the pneumatic line located between the vad and the metal y-connector. No alarms or loss of pressures were noted. The line was splinted using tongue blades and duct tape with good results until the pt was transplanted in 2004, at which time the device was explanted.